Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted that qc (quality control) was rerun due to falsely elevated enzymatic creatinine_2 (ecre_2) results and observed a high bias. The customer performed troubleshooting, including removing the reagent pack, installing a new one, and rerunning qc. The results were within the expected values; however, the customer observed a qc shift and compared patient results with an alternate atellica ch 930 analyzer. The customer was not using the analyzer with serial number cm01853 and requested service. Siemens dispatched a customer service engineer (cse) to the customer site. The cse identified poor lamp performance and installed a new lamp and a new photometer lamp, and testing was acceptable. An autocheck was performed and failed due to the reagent probe 2, and the bath (refch) value was high. The cse drained and cleaned the reagent bath and performed additional services, including replacing the reagent arm 2 sensor cable, running autochecks successfully, verifying the probe leak test, and level sense reliability on all probes. The customer successfully tested qc on new reagent packs for ecre_2 and crea_2, and siemens monitored qc performance and observed no issues post-service repairs. Siemens is investigating the event.

Event description:
The customer obtained one falsely elevated enzymatic creatinine_2 (ecre_2) result (204.96 umol/l) on an atellica ch 930 analyzer with serial number cm01853. The result was reported and questioned by the physician(s). The customer used the same sample to perform repeat testing on an alternate atellica ch 930 analyzer with serial number cm01856. The customer stated the repeat result (160.77 umol/l) was lower, considered correct, and issued a corrected report. The customer performed additional repeat testing with the original sample and with a new sample obtained from the patient. The additional repeat results were lower than the discordant result and not reported. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ecre_2 result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00101 on 16-mar-2023. Additional information (27-feb-2023): siemens reviewed the information provided and services performed, which included the installation of a photometer lamp, draining and cleaning the reagent bath, and replacing the reagent arm 2 sensor cable. The cause of a falsely elevated enzymatic creatinine_2 (ecre_2) result is unknown, and siemens cannot rule out contributing factors such as sample integrity and preanalytical variables. The atellica ch 930 analyzer is operating as specified. No further evaluation was required.